Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 13 mg/dl at the time of the event and was treated in the hospital. The current blood glucose was unknown. The customer was reporting no symptoms related to their low bg. The customer reported hospitalization/emergency medical treatment was required due to any blood glucose value, seizure or diabetic coma event. The customer reported an insulin pump was over delivering. Troubleshooting was performed. It was unknown whether the auto mode feature was not active at the time of the event and the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5, h6 (hecc, heic) with this report medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having a low blood glucose on (B)(6) 2024. Customer was taken to the hospital for observation from friday night to saturday morning. There was no hospitalization. Customer was not treated at the hospital. Customer was feeling extremely weak. There was no seizure or coma. Customer did not say the pump was over delivering. Customer had changed set on (B)(6) 2024 and was not disconnected. However, low event occurred many hours later on the evening on (B)(6). Customer said their blood glucose value was changing extremely fast and they were not correcting themselves fast enough. Customer said the event was not due to the pump or any medtronic product. Sensor was not used. So, smartguard was not used.